Event description:
Customer received results of 20.8 mmol/l, hi (greater than 33.3 mmol/l), hi, and hi on mobile system 1, and results of 2.8 mmol/l and 2.9 mmol/l on mobile system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). (B)(4).